Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. It was suspected that the patient twiddled the rv lead out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.